Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09667 and 2134265-2017-09668. It was reported via facility medwatch (mw5072066) that balloon rupture occurred. The stenosed target lesion was located in the iliac. A 10fr sheath was inserted via the left femoral vein. Two wallstents were deployed, a 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for post-dilation. However, the balloon ruptured and could not be removed from the sheath requiring surgical removal. Upon removal of the balloon, it was noted that part of the balloon got dislodged from the catheter and was compressed into a tightly wrapped ball. An 18fr sheath was inserted and another 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced. However, the balloon ruptured and the balloon material sheared off and separated from the catheter, requiring surgical removal of the device. A much larger incision site was created to utilize larger devices to attempt to capture the severed balloons. Another sheath was advanced via the right jugular vein and a 16-4/5.8/75 xxl¿ vascular balloon catheter was advanced and ruptured during post dilation. The balloon was able to be removed through the sheath. Apart from the substantial blood loss and additional operation time to repair a large incision, no further patient complications were reported.